Manufacturer narrative:
All manufacturer information is not available as catalog number, device lot, and brand name are unavailable. (B)(6). Related to MFR numbers: 3012307300-2019-00681 and 3012307300-2019-00682.

Event description:
Information was received that water had been noticed in the pilot balloon of a patient's smiths medical tracheostomy tube. The end user also stated there were a few cases that had the same issue, though water was not found during the device's pre-use check. No clinical consequences to the patient were reported.

Manufacturer narrative:
Device evaluation: one photograph was returned for evaluation. Observed water inside of the product inflation line; no testing or inspection could be performed because no samples retuned for evaluation. The reported issue was noted to have occurred after the product left the shm facility due to no water is used during the manufacturing process.